Event description:
During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the alarm, this writer notified the nurse of the reported event. The nurse did not recollect any information of this alarm. Per nurse, home patient is continuing therapy. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient revealed that a supply bag had fallen off the table and disconnected. The batch review was performed on a potentially associated lot (h10d13011) with no issues noted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during dwell 2 of 4, while the home patient (hp) was connected. The technical service representative (tsr) assisted with troubleshooting and explained the alarm. The hp then revealed that a supply bag had fallen off the table and disconnected. The tsr advised the hp to notify the alarm to the peritoneal dialysis nurse. The hp to finish that night's therapy manually. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.